Event description:
It was reported that pump performance lagged and touchscreen was often unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined technical troubleshooting and was already in process of obtaining replacement pump through insurance, and no further actions were documented.